Event description:
It was reported that during a percutaneous coronary intervention procedure, a shaft break occurred. The 90% stenosed target lesion was located in the moderately tortuous left main trunk (lmt) to the mid left anterior descending artery (lad), and the distal left circumflex (lcx). A non bsc guide wire was inserted into the lcx and another non bsc guide wire was inserted into the lcx and then a 2.0x15mm apex balloon catheter was advanced to the distal lcx and was inflated to 6atms for 20 seconds. A 3.0x33mm non bsc stent was then inserted from the lmt to the mid lad and was inflated to 12atms for 20 seconds and the stent was implanted. The stent was then post-dilated to 12atms for 20 seconds. The non bsc guide wire that was inserted in the lcx was moved to the lad and the non bsc guide wire that was in the lad was moved to the lcx. Ivus was used and a 2.0x15mm apex monorail balloon catheter was inserted into the lcx. The physician attempted the kissing balloon technique with the apex monorail balloon, and the previously implanted non bsc stent. The apex balloon was inserted in the lcx through the implanted stent struts and was then moved proximally. When removing the apex balloon, the physician felt friction as though the device was caught on something. The device was removed from the pt and it was found that the distal portion from the exit port was detached. A non bsc guide wire was inserted, but was unable to access the lcx. A non bsc balloon was then loaded over the non bsc guide wire but this device was also unable to access the lcx. A gooseneck snare catheter was inserted by loading it over the non bsc guide wire, and the detached portion of the device was captured and removed outside the body. A quantum maverick balloon was inserted and inflated to 12atms for 20 seconds at the proximal edge of the implanted stent. Following inflation, a non bsc guide wire was inserted in the lad and a non bsc guide wire was inserted in the lcx, and it was confirmed with ivus that the lesion was properly dilated. The procedure was completed with another of the same device. The pt's current condition is listed as "good". This product is only ous approved but is similar to a marketed us device.